Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The fault was diagnosed to be due to contamination that was found. The device's blower, and flow sensor was replaced to address the issue. Additionally, the device's blower chassis and tubing associated with the flow sensor was replaced due to contamination. The software upgraded to v1.06.10. The muffler assembly, foam filter, particulate filter replaced, in accordance with a 4-year service performed. The device tested and all testing passed.